Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level was reported to be 393mg/dl. It was reported that the customer's levels had been over 400mg/dl. The customer was reported to have treated the highs with the pump. Troubleshoot was reported to be conducted. It was reported that the pump passed testing and was found to be operating as designed. It was reported that the customer was advised to monitor the device.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.

Manufacturer narrative:
Updated concomitant products.